Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother reported via telephone call that the customer was hospitalized due to diabetic ketoacidosis. The blood glucose reading was 400 mg/dl. The customer experienced nausea, vomiting, headache, thirst, and weakness. The customer was treated with intravenous insulin. The caller declined troubleshooting. The insulin pump was not replaced or returned.